Event description:
Per medwatch form received from customer, "pt had drains placed after spinal wound irrigation. At a later date, two drains were removed uneventfully. The next day, the distal drain was removed. A few days later, post discharge x-rays revealed the radio-opaque portion of the distal drain. Pt returned to the operating room for removal of retained portion of drain. Drain was removed without complication and pt was discharged home."

Manufacturer narrative:
Unfortunately, the actual product involved in this incident was not returned for our investigation. Without a product sample or a lot number, a complete investigation cannot be performed and the device history record cannot be reviewed. Consequently, we are unable to determine the root cause of the reported incident. Wound drains will perform as intended as long as they are used according to the instructions for use (IFU). "Drains or tubing should not be handled with any instruments. This can lead to tearing, warping, or weakening and subsequent breakage of the drain. To facilitate removal of the drain, the drain and tubing portions should not be curled, pinched, over-stretched or sutured; either internally or externally. Do not suture the drain(s). Drains should be placed and removed carefully by hand only with a slow, steady pressure. Excessive force may result in breakage. During placement and removal of the drain, do not nick, cut, tear or otherwise damage the drain as this may lead to breakage. Leaving the drain implanted for any period of time which allows for tissue ingrowth around the drain and into the holes, may cause breakage removal". We will continue to monitor trends.